Event description:
It was reported that the 7232cx device was removed due to blood ingress from the grommet in the connector header into the ventricular pace/sense port. No patient complications have been reported as a result of this event.